Manufacturer narrative:
If additional information should become available, this event will be reopened and updated accordingly.

Event description:
Boston scientific crm received information indicating this patient or a representative for the patient has retained an attorney and recently submitted paperwork as part of the litigation process. The allegation was that a defective device was implanted. This device is not included in any advisory population.